Manufacturer narrative:
(B)(4). Concomitant medical products: item # 157444, m2a-magnum mod hd, lot # 815680; item # us157850, m2a-magnum mod cup, lot # 231590; item # 139256, m2a-magnum 42-50 tpr insrt, lot # 657420. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10575, 0001825034-2018-10576. Reported event was confirmed by review of medical records provided. Primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified patient was revised due failed mom construct. Upon entry, a large capsule of serous fluid was noted consistent with pseudotumor. Stem was seemed undersized and in varus position but well fixed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient.

Event description:
It was reported that the patient was revised due to groin pain approximately 7 years post implantation. During the revision, a capsule of fluid, consistent with a pseudotumor was noted. Attempts have been made and additional information on the reported event is unavailable.